Manufacturer narrative:
This is default text configured for block h10.

Event description:
The needle did not come out, failed to eject, needle did not came out from the injectors [device failure] no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of adverse events device failure and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 13-apr-2026, amneal pharmaceuticals received information from the patient via a voicemail concerning above-mentioned events experienced by the patient while on amneal's epinephrine auto-injector. Additional significant follow-up (#1) information received on 14-apr-2026 from patient via an email. Additional information included reporter details (address, email), suspect product details (strength, ndc, batch no, exp. Date, serial number, dosage regimen) and event description were added to the case and narrative was updated accordingly. The patient was being treated with epinephrine auto-injector every eight weeks (strength, dose, frequency and therapy dates not reported) via subcutaneous route for allergy. On an unknown date of apr-2026, the patient was being treated with epinephrine auto-injector 0.3 mg every eight weeks (ndc: 0115-1694-30, batch no: g250607x, exp. Date: 28-feb-2027, serial number: rhh2rwx0) via subcutaneous route for allergy and wasp bite. Concurrent conditions included wasp bite on an unknown date of apr-2026. History of allergy included allergy (not specified). Co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, historical drug and recreational drug use were not reported. Laboratory tests were not reported. On 18-nov-2025, the patient received a sealed medication box from pharmacy. On an unknown date of apr-2026, the patient got a wasp bite took benadryl and then tried to use the epinephrine auto-injector, which she has used before. And it failed to eject. Patient was familiar with the proper technique of using epinephrine auto-injector. It did not work. The needle did not come out, and she tried again then she asked her husband, who was quite strong, to try, but he was also unable to activate it. It finally got the needle to come out by slamming it down hard on a hard counter. Last action taken with epinephrine auto-injector in relation to device failure and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device failure and no adverse event were unknown. The reporter did not provide the causality of events device failure and no adverse event with epinephrine auto-injector. This case was considered serious. The reportability of this case was expedited. This significant follow up (#2) information received on 05-may-2026. New information received includes qa investigation report, attached with this case. Also, we received patient demographics during follow-up. It was reported that patient is 76 years old female with 114 pounds weight. Amneal received a complaint that the auto-injector did not deploy during use. The complaint was classified as ¿defective injector.¿ a pfizer investigation was not required, as the issue relates to assembly and packaging performed by phillips-medisize (pmm). Phillips-medisize conducted a comprehensive investigation for lot g250607x. Review of manufacturing batch records, subassembly records, equipment maintenance and calibration records, and release testing data identified no deviations, discrepancies, or anomalies during assembly and packaging. All in-process inspections, including aql-based visual inspection and functional dose volume testing, as well as final release testing, met established acceptance criteria, confirming the lot met all specifications for commercial distribution. Retain sample evaluation demonstrated that the device functioned as intended, including successful activation, proper needle deployment, and dose delivery within specification (0.285 ml). The device components were confirmed to be within dimensional and functional requirements, supporting that the product performed per design. Incoming material review for cpjt lot mj0085 confirmed no associated quality notifications, nonconformances, or deviations. Additionally, manufacturing engineering review verified that no maintenance activities or calibration issues occurred during the production period that could have contributed to the reported complaint. The complaint sample was not returned for evaluation; however, photo assessment indicated the device was in a fired (actuated) state, with evidence suggesting post-actuation manipulation of the sheath/sheath remover. Due to the absence of physical sample evaluation and limited information regarding device handling, activation sequence, and post-use condition, the reported malfunction could not be confirmed, and a definitive root cause could not be determined. A review of complaint history identified one additional complaint for this lot within the past 24 months, also unconfirmed, indicating no recurring issue specific to this batch. Across all lots, there have been 35 similar complaints categorized as ¿defective injector¿ over 4,700,884 devices distributed, resulting in a complaint frequency of 0.00074percent. Complaints are assigned to this category when insufficient detail prevents further classification. Review of the process fmea confirmed that the failure mode ¿defective injector¿ is captured within existing process controls, including cpjt inspection, syringe installation, adjustment screw setting, and vision inspection systems. Current controls are considered adequate, and no updates to the pfmea are required. Additionally, review of the patient information leaflet (pi/pil), wrap label, and carton labeling confirmed that adequate, FDA-approved instructions are provided for proper device preparation and administration. No labeling deficiencies or gaps were identified. Based on the available information, the root cause of the reported event remains undetermined. While the reported issue represents a potentially high-severity scenario due to the risk of delayed epinephrine administration, the occurrence rate is extremely low, and no manufacturing, material, or design-related deficiencies were identified. Therefore, no systemic manufacturing or design risk has been identified, the residual risk is considered acceptable, and no CAPA or additional corrective actions are warranted at this time. The lot remains acceptable for distribution, and routine complaint monitoring and product surveillance will continue to ensure ongoing product quality and patient safety. Last action taken with epinephrine auto-injector in relation to device failure and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device failure and no adverse event were unknown. The reporter did not provide the causality of events device failure and no adverse event with epinephrine auto-injector. This case was considered serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Manufacturer narrative:
This is default text configured for block h10.

Event description:
The needle did not come out, failed to eject, needle did not came out from the injectors [device failure]. No adverse event. Case narrative: this initial spontaneous report concerns of adverse events device failure and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2026, amneal pharmaceuticals received information from the patient via a voicemail concerning above-mentioned events experienced by the patient while on amneal's epinephrine auto-injector. Additional significant follow-up (#1) information received on (B)(6) 2026 from patient via an email. Additional information included reporter details (address, email), suspect product details (strength, ndc, batch no, exp. Date, serial number, dosage regimen) and event description were added to the case and narrative was updated accordingly. The patient was being treated with epinephrine auto-injector every eight weeks (strength, dose, frequency and therapy dates not reported) via subcutaneous route for allergy. On an unknown date of (B)(6) 2026, the patient was being treated with epinephrine auto-injector 0.3 mg every eight weeks (ndc: 0115-1694-30, batch no: g250607x, exp. Date: 28-feb-2027, serial number: (B)(6)) via subcutaneous route for allergy and wasp bite. Concurrent conditions included wasp bite on an unknown date of (B)(6) 2026. History of allergy included allergy (not specified). Co-suspect medication, concomitant medications, medical history, history of procedures and surgeries, historical drug and recreational drug use were not reported. Laboratory tests were not reported. On (B)(6) 2025, the patient received a sealed medication box from pharmacy. On an unknown date of (B)(6) 2026, the patient got a wasp bite took benadryl and then tried to use the epinephrine auto-injector, which she has used before. And it failed to eject. Patient was familiar with the proper technique of using epinephrine auto-injector. It did not work. The needle did not come out, and she tried again then she asked her husband, who was quite strong, to try, but he was also unable to activate it. It finally got the needle to come out by slamming it down hard on a hard counter. Last action taken with epinephrine auto-injector in relation to device failure and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events device failure and no adverse event were unknown. The reporter did not provide the causality of events device failure and no adverse event with epinephrine auto-injector. This case was considered serious. The reportability of this case was expedited.